Manufacturer narrative:
Device passed rewind test, basic occlusion test and displacement test. Device was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor was tested outside of the device and passed. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm and a motor error alarm during bolus delivery. Customer's blood glucose was 175 mg/dl. During troubleshooting, the device was able to complete rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.